Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient heard the motor stall alarm and had their pump read right away. It was noted the patient experienced withdrawal symptoms, but the symptoms weren't specified. The motor stall did not recover and the pump was replaced. No further information was provided. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to gear wheel 3. The internal pump logs indicated that the pump was delivering morphine (unknown), and clonidine.

Event description:
It was reported that a patient had lack of efficacy. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump was to be replaced the day after the date of the report. No drug or outcome was reported for this event. Follow up was conducted to obtain further information but has not been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4)